Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the left ventricular lead exhibited loss of capture. Chest x-ray revealed that the left ventricular lead was dislodged. Programming changes were made. The patient presented for lead replacement on (B)(6) 2018. The lead was explanted and replaced. The patient was stable.